Event description:
Information rec'd alleged that the brakes do not hold.

Manufacturer narrative:
Technician found that the brakes did not hold. Found that the brakes were worn out. Replaced all casters to resolve this issue.